Event description:
The field engineer reported that the system would intermittently not fully boot up and intermittently not fluoro. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was identified as requiring replacement. The customer was advised to order and replace the power supply.